Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that site was unable to track the midas. They could see the reference frame. They brought in the purple navlock and were able to track that without issues. After bringing in the midas again they could then track. User did notice at that point that they were only seeing three spheres and one was not pushed down completely. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.